Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was intact with the distal end of the pusher assembly. The proximal end of the embolization coil had kinks and offset coil winds. Conclusion: evaluation of the returned smart coil revealed device with kinks and offset coil winds at the proximal end of the embolization coil. If the device is forcefully advanced against the resistance, damages such as kinks and offset coil winds may occur. The microcatheter identified in the complaint was not returned for evaluation; therefore, the root cause of the resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-02429; 3005168196-2018-02430.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully placed six coils using a non-penumbra microcatheter. The physician then advanced a smart coil to the target location but was unable to detach the coil on the first attempt. It was reported that the pet lock was not separated. The smart coil was then successfully detached on the second attempt. The physician then attempted to place another smart coil using the same handle and had difficulty detaching the coil again and was successful on the second attempt. The procedure was completed using additional smart coils and a new handle. There was no report of an adverse effect to the patient.